Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1885 was requested and the product was returned for the analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download medtronic logo persisted. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic stack. Per visual inspection, moisture damage was noted on: pcba1, force sensor, and keyboard flex connector. Isolate to electronic stack. Unit also received with: cracked case (battery tube), cracked case, cracked keypad overlay, missing display window/cover, pillowing keypad overlay, scratched case, and torn keypad overlay. In summary, unit powered on with flashing medtronic logo, triggered by corroded electronic assembly. Isolate to electronic stack. Customer allegation for cosmetic damage on backside of pump was also confirmed per visual inspection. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.